Event description:
The customer reported the "pre-charge voltage error" displayed on the c-arm. No pt injuries were reported.

Manufacturer narrative:
The ge service rep verified the error on the system. He removed the battery pack assembly, cleaned the debris from the battery compartment, and replaced it with a new battery pack assembly. The rep tested the system, the system runs as intended.